Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the terminal pin assembly, lead body, and electrode tip found dried body fluid/blood in the tip area of the open lumen. A wire was inserted into the lead using a backload and frontload process; no resistance was felt and no blockages were observed. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that during the implant procedure, great resistance was encountered when passing a guide wire through this left ventricular (lv) lead. A 0.014 mm ptca (percutaneous transluminal coronary angioplasty) wire was also tried, without success. The lead was removed and replaced with another model to complete the procedure. No adverse patient effects were reported.